Event description:
Additional information received indicated this event was discovered in clinic. It was also noted that the right ventricular (rv) lead had high capture thresholds. Programming changes were implemented, and the patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. Further information was requested but not received.